Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The registration pattern from the procedure was sent to medtronic for evaluation. The registration was found to have loose skin with a registration pattern that was embedded into the surface of the 3d model. The model showed the skin bunched up in rolls towards the back of the head. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision of four millimeters was observed at the midline of the patient. It was reported that the tumor, the imprecision was 3.5 millimeters. When progressing more posterior, the value of imprecision grew and that the area of accuracy lacked yellow or green values. It was reported that the patient was scanned supine and in a prone case. The patient was noted to have loose skin and that when initializing the trace, the addition of touch points increased the registration metrics and after removal of points, the value did not revert. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. Review of the patient archive and photo of the registration found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.